Event description:
It was reported that the customer was unable to obtain sp02 readings within the first 90-120 seconds up to even 5 minutes of birth when using the rad-57. They have also observed a pr 75 when clinically they feel it should be higher. The settings are max and 2 second averaging. They have tried lncs neo and lncs reusable y. Additional information received indicated that the pulse rate would initially be between 75-80, then it would climb to 120-180 within 10-15 seconds. It was determined through auscultation that the pulse rate displayed was inaccurate. The sensor placement was on the right wrist. No known impact or consequence to patient.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.